Event description:
It was reported that there were concerns the cardiac resynchronization therapy defibrillator (crt-d) was experiencing premature battery depletion (pbd). Technical services (ts) confirmed via a data analysis that the device was depleting prematurely and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns the cardiac resynchronization therapy defibrillator (crt-d) was experiencing premature battery depletion (pbd). Technical services (ts) confirmed via a data analysis that the device was depleting prematurely and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.